Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports they had not been wearing a pod. The patient reports filling the pod fill syringe with 100 units of insulin and injecting it into their thigh and not the pod. The patients reports their blood glucose level had decreased to below 70 mg/dl. The patient had gone to the hospital for treatment. The patient is receiving dialysis at the time of this call and remains in the hospital.